Event description:
It was reported that the root cause of the other observation in decontamination of not cooling was determined to be a failed mixing pump. The root cause of the inability to autofill was determined to be a failed circulation pump. Per sample evaluation results received via mail on 28dec2023, it was reported that the tank seals had deterioration in the seals. The chiller molded tube was replaced due to discovering it was cut short.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Replaced mixing pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the root cause of the other observation in decontamination of not cooling was determined to be a failed mixing pump. The root cause of the inability to autofill was determined to be a failed circulation pump. As per sample evaluation results received via mail on 28dec2023, it was reported that the tank seals had deterioration in the seals. The chiller molded tube was replaced due to discovering it was cut short .